Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a patient reportedly received the following results on the inform system, compared to lab results, within 10 minutes: 124 mg/dl (lab) and 380 mg/dl (meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been thrown away. Replacement was sent.